Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported complaint. The illuminator was installed into a pca system, and it was observed there was no power. Errors 297 and 48238 were observed and replicating. The reported complaint was confirmed based on the failure analysis investigation. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure the customer¿s lamp module blew in their illuminator. The customer installed a new lamp module and got a fault 297. The customer said they removed instruments and undocked before calling into technical support. The technical support engineer asked the customer to power cycle the system, the dual camera ccu (doco), illuminator power switch, and reseat each power cord in vision side cart. The system powered and homed; however, the customer still observed fault 297 on power up. The technical support engineer then asked the customer to locate a third party illuminator. The light guide from the davinci illuminator was moved to the third party illuminator and then powered on. The customer continued the case using the third party illuminator. The procedure was completing as planned with no reported injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the illuminator would not power on. The fse replaced the illuminator to correct the reported issue. The system was tested and verified as ready for use.